Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) italy alleging his onetouch ultraeasy meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014, at 7pm, the patient reported a blood glucose results of ¿108 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (type/ amount not specified). The patient did not take any action based on the alleged result. About 30 minutes after the start of the alleged issue, the patient claimed he felt low blood glucose symptoms of sweating, blurred vision and tiredness. The patient took food and/ or drank a beverage as treatment. The patient denied testing with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.